Event description:
It was reported that they had received the guidewires damaged. And they would like to return this product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample received. No actions can be taken at this time since a root cause was not identified. Visual evaluation noted received one photo sample that shows top view of 4 bard packages. Due to condition of sample received it is unclear if any damage is present. Therefore, the reported event is inconclusive. DHR review is not required as no lot number was reported for this investigation. The instructions for use were found adequate and state the following: directions for use prior to use carefully examine the unit to verify that neither the contents nor the sterile package has been damaged in shipment. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for bends or kinks which may have occurred. Before using, inspect the guidewire for separation of the wound coil spring. Before removing the guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the guidewire. Use of alcohol, antiseptic solution or other solvents must be avoided, as they may adversely affect the surface of the guidewire. Do not wipe the guidewire with dry gauze. Before inserting the guidewire through a catheter, fill the catheter with physiological saline solution. Recommended technique 1. Remove the guidewire from the protective hoop. Save the hoop to store the guidewire if it will be used again during the same procedure on the same patient. 2. Before using, inspect the guidewire for the following: a. Roughness or abrasion at the tip b. Kinking along the length of the guidewire 3. The guidewire may be introduced into the patient in any of the following manners: a. Place the guidewire via a scope into the ureter first, to gain initial access before placing a catheter over the guidewire. Note: the bard solo hydro hybrid guidewire is hydrophilic on the shaft and should be re-hydrated prior to placing a catheter. If the wire dries out it may be difficult to advance instruments over the wire. B. Preload a catheter over the guidewire and place as a complete unit into the ureter. C. Back-load the guidewire through a preplaced catheter. Note: keep at least 5cm (1.96) of the wire extended out of the proximal end of the scope or catheter during introduction at all times. 4. Carefully and slowly withdraw the guidewire from the patient to avoid any kinking. Handling and storage store in a cool, dry, dark place. Do not use if package is opened or damaged. Use the device prior to the use by date noted on the product label. Do not use if labeling is incomplete or illegible. Correction: h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had received the guidewires damaged. And they would like to return this product.